Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery. The customer reported that when the reservoir was in the pump and she tried to push the plunger in, it did not push. The customer's blood glucose level was 96 mg/dl. The customer declined to troubleshoot. The customer's entire set and reservoirs were replaced, however nothing was returned for analysis.